Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. This lead was also noted to have exhibited helix retraction issues. No additional adverse patient effects were reported.